Event description:
It was reported that following a coronary artery stenting procedure stenosis occurred. The lesion being treated in the index procedure was located in the 1st obtuse marginal. The physician implanted a taxus express2 study stent of unk size in the target lesion. At some point following the index procedure, the pt presented with stenosis. Treatment for the event was stated as the pt stayed in the hosp or extended the hosp stay. Additional info was requested but not available.

Manufacturer narrative:
It is indicated that the device will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.